Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement post-operatively. Under fluoroscopy, it appeared that the lead's helix had not been fully extended at implant. A lead revision was performed to fully extend the helix, and the lead remains in use. No patient complications have been reported as a result of this event.